Event description:
New information received notes that the issue was discovered when the patient was in hospital for an unrelated surgery. The hv lead impedance was borderline low. An episode of inappropriate antitachycardia pacing therapy for supraventricular tachycardia was also noted. No programming changes were made. The patient was set up with a home monitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for device check, inappropriate antitachycardia pacing therapy and hv therapy due to atrial undersensing was observed. Programming changes were recommended. Patient¿s condition was stable.